Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Premature battery depletion was suspected on the ICD. The device was explanted and replaced. Additional information was requested but is not available at this time. Additional information was requested but is not available at this time.